Manufacturer narrative:
An internal investigation was performed for a customer reporting incorrect extended spectrum beta-lactamase (esbl) phenotypes for five (5) escherichia coli strains on vitek 2 ast-n351 cards: 18091679 called s1 / 18094625 called s2/ 18091946 called s3 / 18092781 called s4 / 18092985 called s5. The customer submitted strains were subcultured on cba (cos bmx) medium, and the identification for all five (5) strains was confirmed to e.coli with vitek 2 gn ID cards (lot : 2410545203 / 2420617203). Testing was performed with customer lots (7910757103 & 7910693403 called cl1 and cl2) and a random lot (7910638103 called rl) of ast-n351 cards. In parallel, the reference method to determine the mechanism of resistance was performed: esbl screening tests with discs combined on mh +/- cloxacillin. It confirmed the absence of esbl producing bacteria for all the strains (s1 to s5), but an increase of inhibition diameters between both media was detected and then confirmed the presence of high level cephalosporinase (ampc) for s1. Results with vitek 2 v8.01 (aes parameters : global european based + phenotypic) : for s1 : the ast-n351 cards gave an "esbl" phenotype on the three lots tested. So the esbl customer result was reproduced in-house. The only difference observed between the esbl phenotype and "high level cephalosporinase (ampc)" phenotype (observed with disc combined), is the value of tzp (tazobactam/piperacillin). So the broth microdilution (bmd) reference method was performed to check the tzp mic which was s1 = 0.5/4 mg/l s. The vitek 2 tzp value (</= 4 mg/l s) is in agreement compared to the reference mic without any category error. For s2, s3, s4 and s5 : the ast-n351 cards (all lots tested) gave an "esbl " phenotype for three (3) strains (s2, s3 and s4), and an "esbl, shv1 hyperproduction" for s5. The esbl customer results were reproduced in-house. The only difference observed between the esbl phenotype and inhibitor resistant pase (irt or oxa) or acquired penicillinase is the value of tzp. The bmd reference method was performed to check the tzp mic : tzp ref mic s2 = 8/4 mg/l s tzp ref mic s3 = 64/4 mg/l r. Tzp ref mic s4 > 64/4 mg/l r. Tzp ref mic s5 = 4/4 mg/l s. A search for complaints against ast-n351 card lot 7910757103, returned seven complaints, in which five are associated with this investigation from the same customer. The most recent quarterly trend report, q2 2018, did not identify this complaint as a systemic quality issue. Conclusion: for s1, the phenotype error (esbl) is due to the tzp mic (</= 4 mg/l s) which is too low (2 doubling dilutions to match with the defined range for the high level cephalosporinase phenotype in aes system expert) but this mic remains in agreement with reference tzp mic obtained on bmd with an unusual profile for hl. For s2, s3, s4 and s5, the vitek 2 tzp value >/= 128mg/l leads to the false esbl phenotype. For s2 and s5, vitek 2 tzp values are essential agreement errors compared to the reference mic and lead to major errors of category. For s3 and s4, vitek 2 tzp values are within essential agreement compared to the reference mic without any category error. In the aes version 8.01 of the vitek2 software, the mic ranges for e. Coli and piperacillin/tazobactam were changed for the 'acquired penicillinase' and 'inhibitor resistant penicillinase' phenotypes. These changes consist in removing mics >=128 mg/l as possible mics for both phenotypes. The consequence is that this change has revealed a preexisting issue in the aes definition of the cefuroxime mic range for e. Coli and esbls (cefuroxime mics <=8 mg/l should prevent the esbl proposal). This, in addition to the specific antibiotic configuration of the ast-n351 card and absence of the esbl test, is the root cause of the reported increase in esbl phenotype proposal for the ast-n351 card. In the aes version 9.02 of the vitek 2 software, the mic ranges for escherichia coli and piperacillin/ tazobactam will be changed for the "acquired penicillinase" and "inhibitor resistant penicillinase (irt or oxa)"phenotypes. This change consists in adding tzp mic >/= 128 mg/l as possible mic for both phenotypes. Then with the version 9.02, esbl phenotype will not be proposed by aes for s2 to s5. Field safety corrective action (fsca 4191-1) addresses this issue in the field. The associated urgent product correction notice informs customers of the esbl phenotype proposal and describes criteria limitations to be applied via a vitek® 2 bioart rule. The bioart rule will prevent inappropriate proposal of the esbl phenotype. Corrected data: section g.5 PMA/510(k) number corrected to n50510: s103.

Event description:
A customer from (B)(6) notified biomérieux of false positive detection of esbl phenotype when testing with the vitek® 2 ast-n351 test kit (ref 421257). The customer reported the following results: strain ID= (B)(6) identification: escherichia coli; esbl phenotype proposed; esbl confirmation tests (biomérieux etest®) = negative. The customer reported that no patient results were affected, no wrong result was reported to a physician, and no patient was harmed or treated incorrectly. There was a delay of 24 hours per the customer due to confirmatory testing with etest. A biomérieux internal investigation will be initiated.